Event description:
This x-ray system shut down without being commanded to do so.

Manufacturer narrative:
(Conclusions) - the investigation was not able to find the exact root cause since the problem was not able to be reproduced on this system. However, the most likely cause of the problem was the mpdu switch control component. This component was replaced as a precautionary measure. The spare part trending shows that switch control component is a reliable part without an increase in spare parts consumption. There is no need for a corrective mandatory field action. (B)(4).